Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. However, based on the information provided by the customer, it is likely the reported issue occurred due to an excessive mechanical force such as from an impact, fall, or collision. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid endoscope telescope lock pin was broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.